Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic on the morning of (B)(6) 2022 with tape over the driveline where the silver connector and silastic of the driveline meet. The tape was removed and it appeared a clam shell repair was needed. A driveline repair was done on (B)(6) 2022 by technical services.

Event description:
No alarms occurred at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the bend relief from the metal connector on the patient¿s driveline was confirmed through the evaluation of the submitted photos; however, a specific cause for this event could not conclusively be determined through this evaluation. The account submitted two photos depicting the removal of the tape, and the damage between the silver connection and white silastic of the patient¿s driveline. These photos confirmed that a clam shell repair was needed. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27apr2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.